Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. It was confirmed that there was a crack in the pump connecting tube. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder had three holes with leaks in the middle and distal end from sharp instrument. The second cylinder had a hole with a leak in the middle from sharp instrument. The second cylinder had wear at a fold in the proximal end. The momentary squeeze (ms) pump passed visual inspection leakage testing and functional testing. The spherical reservoir had a hole with a leak from sharp instrument damage.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. It was confirmed that there was a crack in the pump connecting tube. The device was removed and replaced. There were no patient complications.